Manufacturer narrative:
The device history record review was unable to be performed as the lot number of the device was not available. The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, hemorrhage and thrombosis are known risks associated with such procedures and noted as such in the directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication has been assigned to the event.

Event description:
It was reported that a coil and a microcatheter (the subject device) were used in a clipping surgery and after the coil was detached, angiography showed bleeding from the aneurysm. The bleeding stopped after coil placement. In the physician's opinion, some of the clot formation was noticed around the neck before bleeding so administration of antiplatelet agents and a injection of ozagrel sodium was started.

Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that a coil and a microcatheter (the subject device) were used in a clipping surgery and after the coil was detached, angiography showed bleeding from the aneurysm. The bleeding stopped after coil placement. In the physician's opinion, some of the clot formation was noticed around the neck before bleeding so administration of antiplatelet agents and a injection of ozagrel sodium was started.